Event description:
Dr. Reported that a male patient underwent a revision surgery, due to the screw breaking 9 months post op.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.